Event description:
The customer reported that there was zipper damage to the side and end panels of the canopy. The pull tab was missing. Evaluation of the returned product found that the window slider body was open.

Manufacturer narrative:
The product was returned for evaluation. Inspection found that the zipper slider body was open on the window of panel side a. On panel side c, the slider pull tab was missing form the right leg zipper. (B)(4).